Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend. No deviations can be found in the DHR. Unable to determine root cause without materials for analysis. Investigation inconclusive. A CAPA will not be required for the complaint as the product was not available for evaluation.